Event description:
Information received from the field notes that the patient was in the hospital for potassium imbalance. The device was not capturing and the patient's rhythm dropped to 20 bpm. The device could not be interrogated. After correcting the ID bit, interrogation revealed back-up operation. A software download was unsuccessful.